Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the right ventricular (rv) lead was not functioning well. The rv lead was inactive and replaced with a new transvenous rv lead which the surgeon chose to pass through the cardiac tissue. Then six hours post implant, the new rv lead did not capture. It was also indicated that the patient may have fluid around the heart. The new rv lead was explanted and an epicardial rv lead was implanted. No further patient complications have been reported as a result of this event.